Event description:
A customer reported getting error message "2231 bf overflow sensor 1 failure" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs but, was unable to reproduce error. Fse found a faulty waste solenoid valve for bf probe 1 and replaced it. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10463010. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2231] bf overflow sensor 1 failure cause: the overflow sensor 1 s132 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s132. The most probable cause of the reported event is due to failure of bf probe 1 waste solenoid valve.